Event description:
It was reported to philips that the large screen monitor did not display images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing cardiac arrhythmia planned treatment. The procedure was completed as planned. The philips remote service engineer (rse) checked the system remotely and confirmed that the large screen monitor did not display images. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found there was a problem in configuring the display of the large flexvision screen, the configuration was requested on the table's touch screen module (tsm), the tsm reacts but not the large screen and requested onsite support. To resolve the issue, philips field service engineer (fse) reloaded the flexvision software and reset the backup. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.